Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer successfully started charging the pump after waiting 30 minutes while keeping the pump plugged in. Customer's blood glucose was 131-132 mg/dl.